Manufacturer narrative:
(B)(4). Eval results and conclusion: narrow, tortuous, and severe calcified vessels; use of the converter as a primary device.

Event description:
A talent converter abdominal stent graft system was inserted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm. Vessels were small at 5-6 mm in diameter with some tortuosity and severe calcification. The proximal right iliac artery was nearly occluded by calcium. It was reported that as the pt's right side was already occluded, it would have been difficult to advance a wire. Therefore, the physician decided to implant a talent converter as a primary device via the left side. However, the talent converter could not be advanced up the left side and was removed from the pt. After dilatation and ballooning, the device was re-inserted on the left side and still could not be advanced. The device was removed, and slight kinking was noted. After additional dilatation and ballooning, an aneurx bifurcated stent graft and aneurx aortic cuffs were successfully able to be delivered and deployed without issues to create an aorto-uni-iliac (aui). A talent occluder was then placed up the right common iliac artery. A femoral-femoral bypass was then performed successfully. No additional clinical sequelae were reported, and the pt is fine.